Event description:
The customer reported that he tested a patient with a known anti-d, anti-c and anti-jk(a) and missed the anti-jk(a) with cell #3 of biotestcell 3 in the tube technique with the enhancement medium polyethylene glycol (peg). The customer returned the patient sample that had caused the allegedly false negative test result and the peg, but not the supposedly defective product. Therefore, our quality control laboratory tested the patient sample with the retained sample in the tube technique with the customer's peg and yielded a correctly positively result. The reaction strength was 2w positive. The test method was performed according the corresponding package inserts. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.